Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right brachial artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 15mm x 2.75mm nc quantum apex balloon catheter was selected for pre-dilation and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured at approximately 18atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).